Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump may have over infused at a rate that mmdg considers reportable, however, because the initial reporter provided a variable time that the pump finished, it is unclear if it did. This report will be updated if any additional information is received.

Event description:
The initial reporter stated that the "bag ran dry". They stated that the infusion ended 30 to 45 minutes earlier than it should have. Mmdg followed up with the initial reporter who stated that they didn't have any additional information. (B)(4).